Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed, drawer 5.1 and all cubie pockets were not detected on the bus. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, drawer 5.1 and all cubie pockets were not detected on the bus. A field service engineer (fse) noticed that both interface boards were exhibiting slow blinking lights, signaling a connection problem between the interface and the drawer board. The fse first replaced the retractor band, but the issue persisted. The fse then replaced the interface and drawer boards for drawers 2 and 5.1 to rectify the issue. The system functioned as intended after the field service engineer repaired the device.